Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reported a small area of ripped skin under the mass at the right hand side. She stated the adhesive was too sticky. Instructed in the use of sensi-care no sting adhesive remover. She did not have any in the home. A sample will be sent. Also instructed to try removing the wafer in the shower and to remove very slowly. She is scheduled for reversal next week. Instructed to call back with any questions or concerns.